Event description:
It was reported that the drain was difficult to remove, so the drain was cut to release the locking mechanism, but the suture became loose and was left inside the body. A flexima catheter was selected for use in a procedure to drain ascites. On (B)(6) 2025, the drain was inserted for ascites in gastroenterology. At 1700h, the hospital ward received the patient with ascitic drain in place. There were no issues during insertion. On (B)(6) 2025, as per plan, the drain was to be removed at 8l or after 6 hours, whichever comes first. The drain was removed by cutting the blue shaft with scissors just below the locking hub to release the locking mechanism; it is unclear whether it was attempted to unlock via the normal technique and/or whether troubleshooting techniques were attempted to achieve unlocking prior to cutting the drain. The drain was removed without resistance. However, during removal, the suture within the drain came loose and was retained within the patient. There was a lot of resistance when attempting to remove the suture, and the patient felt pain. The severity of pain was not specified, but the team believed there had been adhesion to the surrounding tissues. Removal was attempted using forceps by pulling on the portion of the suture outside of the skin. The ward team rang senior staff nurse from another department who came to view the drain, but they also could not remove the retained suture, which was extending from the drain site. Additional support was called, but they also could not remove the suture. The decision was made to leave the suture in situ and to send the patient back to interventional radiology (ir) in the morning for them to review and hopefully remove under image guidance. Sterile dressing was applied to cover the suture and drain site. However, when the dressing was removed the next day, the suture was no longer extending out of the drain site and had been fully retained within the patient's drainage site. Once the suture was covered and then retracted fully inside the patient, thinner instruments were used to feel for the end of the suture within the drain site (under local anesthetic), but it couldn't be located. As the suture is not radiopaque, it was not possible for ir to support in removal using image guidance. The patient was informed about the situation and the possible implication of a foreign body in the abdomen; they decided not to pursue surgical investigation to remove the suture. The patient's discharge was delayed as a result of this event, and the suture was retained in the wound site.

Manufacturer narrative:
Good faith effort attempts were made to obtain the lot number, but it was unknown by the account/customer.